Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 200 mg/dl. The customer reported a motor error alarm from the insulin pump while trying to retrieve the settings. Troubleshooting was not done because the customer already had a new insulin pump and was merely retrieving settings from the old insulin pump. No additional information was provided.